Event description:
I became deathly ill with no answers from drs or specialists for three years. I have every symptom of breast implant illness and with all the chemicals, neurotoxins, and toxic ingredients that make up an implant, no wonder. Same on you for passing a device and calling it safe, that is this toxic. They need to be pulled off the shelf and drs need to know about this so we aren't slowly dying waiting for an answer, when there is an answer. There's not enough room to list all of the supplements I am on just trying to survive in my explant date, shame on you.